Event description:
It was reported that this pacemaker exhibited undersensing of the p wave during atrial tachycardia episodes, resulting in this device not switching appropriately into atrial tachy response (atr) mode. It is planned to continue to monitor. No adverse patient effects were reported. This device remains in service.